Event description:
It was reported that there were 24 minicaps that were observed to have open pouches. The minicaps were not used, as the event occurred prior to patient use, for peritoneal dialysis therapy. This is report 7 of 24 for this event.

Manufacturer narrative:
(B)(4). The sample was not available for further analysis. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Sample was returned and evaluated. A sample was received for evaluation by baxter product analysis laboratory. Evaluation confirmed the packaging related issue. Following laboratory evaluation of the sample, it was determined that there were gaps/splotchy areas in the seal area of the pouch. Further investigation determined that the gaps were caused by a manufacturing issue - overspray of a water/alcohol solution falling on the open packaging prior to sealing. A CAPA (corrective action/preventative action) has been initiated. Should additional information become available, a follow-up will be submitted.